Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker had a magnet rate of 90 pulses per minute (ppm) and a remaining longevity of .5 years. At a recent device check the magnet rate increased to 100 ppm and the battery gauge was at beginning of life (bol). A save to disk was performed and no resets were noted. It was discussed the programmer may have taken an inaccurate reading. The device was later explanted due to normal battery depletion. No adverse patient effects were reported.